Event description:
The patient had a CT scan on (B)(6) 2019 that noted a left groin hematoma. The patient went to the operating room on (B)(6) 2019 for an evacuation of the left groin hematoma. Post procedure the patient received one unit of prbcs. Post lvad exchange the patient was started on inotropes due to right heart failure.

Manufacturer narrative:
Section a2, g3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established during this evaluation. The account reported that the patient was admitted on (B)(6)2019 and required a prolonged hospitalization. The patient had worsening azotemia and volume overload, despite augmenting diuretics, and was started on continuous renal replacement therapy (crrt) on (B)(6)2019. During admission, the patient also required a temporary reintubation due to volume overload and hypoxemia. The patient was extubated a few days later, on (B)(6)2019. On (B)(6)2019, the patient showed signs of right heart failure (post lvad exchange) and required inotropic support for 14 days. On (B)(6)2019, a CT showed that the patient had a hematoma in the left groin. The patient was taken to the operating room (or) on (B)(6)2019 for an evacuation of the hematoma and received 1 unit of packed red blood cells (prbcs). On (B)(6)2019 the patient was converted from crrt to hemodialysis due to volume status. Hemodialysis (hd) was discontinued on (B)(6)2019. The patient¿s renal dysfunction, respiratory failure, right heart failure and bleeding all reportedly resolved without sequelae prior to the patient¿s discharge. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists bleeding, right heart failure, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, the IFU states that patients may develop right ventricular failure during or shortly after implant, outlines the associated treatment options, and further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient experienced renal dysfunction. The patient required crrt on (B)(6) 2019 due to worsening axzotenia. Despite augmenting diuretics, the patient was still considered volume overload. No further information was reported.